Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. The customer's blood glucose level was reported to be 150 mg/dl. It was indicated that the customer would revert to the use of a backup pump for alternate insulin therapy.